Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) has complained of having intolerable pain internally where the electrode is placed along the sternum. The patient has had prior bypass surgery with noted pain from that, but it had been manageable. The field representative was contacted and provided that the s-ICD system will be removed at some point, but did not know when. The field representative believes the patient is being treated for the pain. At this time, the s-ICD system remains in service.